Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded high shock impedances of greater than 125 ohms. It was noted that there were no other lead issues. Boston scientific technical services (ts) discussed performing a commanded shock to verify lead integrity. Additional information was provided that defibrillation threshold (dft) testing was performed and the shock impedances were noted to be 94 ohms. Ts discussed the options of continued monitoring since the shock impedances were within normal limits and all other lead measurements were good, or they could still perform 1.1 joule and maximum energy commanded synchronized shocks. Additional information was provided that no changes were made to the patient's system and they will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.